Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
*Us legal mdl* it was reported that, after primary right bhr tha was performed on (B)(6) 2010 due to advanced arthritis, the patient experienced metallosis and trunnionosis. This adverse event was treated with a revision surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
Results of investigation: it was reported that revision surgery was performed on the patient¿s left hip. As of today, the implanted devices, all of which were used in treatment, have been requested for this complaint but has not become available. A review of the historical complaints data for the hemi head and acetabular cup was performed, using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No similar complaints were identified to involve the batch for the head. A single other complaint was found for the batch for the cup. Other similar complaints were identified for the part number and the reported or related failure mode for both the head and cup. This will continue to be monitored. The production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic CAPA/nc/pra/hhe/field actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical information was reviewed. With the information provided the clinical root cause of the reported pain and metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain and revision cannot be determined at this time. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight and trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.